Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The reported issue was confirmed and attributed to a loose locking lever on the receptacle board. This component failure was attributed to two potential factors: ·more than 6 years have passed since the subject device was manufactured. The lock of the video connector was worn away by repeated use for a long period. ·the lock of the video connector failed because the user attempted to pull out the video connector without lowering the locking lever. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Regarding installation and removal of the video connector, the following is described in the instruction manual: push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down.

Manufacturer narrative:
An olympus sales representative worked with the customer to troubleshoot the reported image issue. The customer hooked the scope and the video cable connection to another device and the scope functioned as intended (image displayed). The representative suspected the video cables are configured with individual pins and recommended the customer send the device in for repair. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
An olympus onsite support specialist reported image issues while connecting a scope to a video system center. No patient involvement or injuries were reported. No additional information has been obtained.